Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the tubing on multiple occasions. There was no impact to blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.